Event description:
The customer reported that they could not deliver a synchronized shock to a pt. There was no report that pt's outcome was affected by device behavior.

Manufacturer narrative:
The customer reported that they could not deliver a synchronized shock to a pt. There was no report that pt's outcome was affected by device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.